Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). It was reported that they are feeling an intermittent tingling sensation down their leg since the device was implanted. Patient reported stimulation in different location patient wanted to decrease the intensity as instructed by their health care provider (hcp). Agent provided patient program education and assisted stimulation decrease. Redirect to doctor if issue persists. Additional information was received from health care professional(hcp). It was reported that the cause of the "feeling an intermittent tingling sensation" was not determined. To resolve the issue monitor/consider adjustment of setting/programming. It was unknown if the issue was resolved.